Event description:
This consumer reports having spinal surgery for spinal cord problems in 6/2001 in which gelfoam was used. Consumer indicated that their surgeon had made the following entry in the surgery report: "nerve roots were covered with gelfoam that had been soaked with depo-medrol and the pt was closed". The dose of depo-medrol was unk. The pt also received 30cc of a 0.5% marcaine along with 1300 cc of crytalloid during the surgery. The pt reports that after the surgery things have gotten worse. Consumer reports no feeling in the lower body, constant pain and is unable to empty their bowel (has to manually empty their feces) and bladder. Consumer does not sleep well. Consumer had a hemorrhoidectomy in 8/2001. Consumer was pregnant from 8/2001 through 11/2001 (9 weeks) at which time consumer lost their pregnancy. The pt does not know if the adverse events or pain medications caused her to lose the child. Consumer was diagnosed with adhesive arachnoidits in 5/2003, and reflex sympathetic disease in jun/jul 2003. In 2/2004 she was started on armour thyroid medication for thyroid problems. She also reports changes with her weight. It is not known if the pt gained or lost weight. Since the surgery the pt has been prescribed may pain medications. Methadone for chronic pain (jun/jul03), zanaflex (tizanidine), detrol la (tolterodine, for bladder problems) hycodan (hydrocodone). Namenda (memantine) to extend the pain relievers. Sometimes used dextromethorphan to extend pain relief of methadone and hycodan, bextra (valdecoxib) for painful periods; also reports taking percocet (ocycodone) for pain at one time. She reports that percocet gave her ulcers. She has been to many pain clinics since 2001. Follow-up info received in 10/2004 and the next day. The attending physician's surgical assistant reporting on his behalf, indicated that the formulation used in the surgery was the gelfoam sponge and not the gelfoam powder as reported in case 2004238742us. This is being distributed as an initial report under MDR control n. 200420916us and the case MFR control n. 2004238742us is considered withdrawn.